Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, device display was not working. The device's lcd display, display ribbon cable and interface cable were replaced to address the issue.